Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced atrophy and recurring urinary incontinence during sex. He stated spoke to his physician who stated that there was no resolution and prescribed an oral medication or suggested that he consult a sex therapist. The patient was encouraged to visit his physician. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4). Correction to field b3: date of event.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced atrophy and recurring urinary incontinence during sex. He stated spoke to his physician who stated that there was no resolution and prescribed an oral medication or suggested that he consult a sex therapist. The patient was encouraged to visit his physician. No further patient complications reported.